Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10.

Event description:
Addendum dec 23, 2022: the customer reported event did not occur during a procedure.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is a gap between the acoustic lens and ultrasound probe. The pink rubber of the acoustic lens was peeled. Acoustic lens also has a scratch. This is attributed to stress experienced by the device. The customer reported air/water issue was confirmed. Due to clogging of air/water (aw) tube, air supply volume does not meet the standard value. Due to clogging of nozzle, no air is fed. The nozzle is also dirty. Other observations for the device: due to wear of forceps elevator (fe) lever, up/down knob cannot be locked securely; scope body and scope cover have a crack; switch box and distal end have a dent; scope cover is deformed; suction cylinder has discoloration; sheet holder unit has corrosion due to water leakage; guide pin of electrical connector is shave; due to pinhole on channel tube water tightness is lost; due to damage on ultrasonic cable, the number of missing element exceeds the standard value; adhesive around objective lens is peeled; light guide lens has a chip; light guide lens adhesive has wear; distal end rubber coating (a-rubber) adhesive has wear; due to wear of angle wire, the play of up/down knob and bending angle in down/left direction is out of the standard value; connecting tube has buckling; and grip, fe lever, right/left knob have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of air/water issues. There is no harm reported to any patient. Upon evaluation, it was observed that there is a gap between the acoustic lens and ultrasound probe. The pink rubber of the acoustic lens was peeled. Acoustic lens also has a scratch. This is attributed to stress experienced by the device. This medwatch is being submitted for the reportable issues of the gap between the acoustic lens and ultrasound probe and the peeling of the pink rubber of the acoustic lens as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: 1) "do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result." 2) " do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged." 3) "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." 4) "do not twist or bend the bending section with your hands. Equipment damage may result." 5) "to prevent unnecessary patient exposure to ultrasound radiation, follow the ¿as-low-as-reasonably achievable¿ (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted." 6) "after using the endoscope reprocess it according to the instructions given in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Using improperly or incompletely reprocessed, the endoscope¿s distal end damage may result." 7) " all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.